Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device activity log. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Review of the activity log did show evidence of poor pad contact between the patient and the pads. This may indicate poor coupling of the electrode pads to the patient's skin; however, the electrode pads were not returned for evaluation and this could not be firmly established. No trend is associated with reports of this type.